Event description:
Patient reported that their lap-band device is leaking. The patient's implanting physician performed an upper gi examination and told the patient, the band was intact, but it might be leaking from where the tube is attached to the band, and that the tube may be cracked. The device remains implanted. Follow-up findings: implant surgeon has confirmed the leak in the tubing. At this time, explant surgery is not scheduled. The office has been requested to return the device when it is removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional info has been reported to allergan regarding the date of occurrence. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."